Event description:
It was reported that the ilet user announced a "usual meal" despite consuming a larger-than-usual meal and subsequently experienced a blood glucose drop to 55 mg/dl. The user later admitted to changing her target range setting to "usual," reported ongoing intermittent post-meal drops, and no meals used as corrections, which aligns with an improper or incorrect procedure or method related to the user interface. Symptoms included hypoglycemia with diaphoresis, malaise, and shaking/ tremors. Outcomes included serious injury and the need for unexpected medical intervention in the form of oral glucose. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem associated with meal announcement practices and target setting, related to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.